Manufacturer narrative:
On january 26, 2024, applied medical issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #1490524, was included in the recall. This report is a combined initial/final report.

Event description:
Procedure performed: cholecysectomy. Event description: the surgeon wanted to load a clip to clip a vessel. He activated the handle. When the device was first used, the surgeon activated the handle to load a clip but no clip came up. He repeated this action several times but nothing happened. He requested a new device. He changed clip applicator devices. Additional information received from applied medical representative via email on 20nov23: the trigger worked correctly. The surgeon tried to operate it several times. It held the trigger well all the way plastic to plastic but it had no effect on loading the clip. No clip is raised to the jaw of the applicator. No clips loaded and therefore could not be applied. Patient status: no clinical impact to the patient. Intervention: device replacement.